Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event after having wine, dinner with a meal announcement, and a later large sugary dessert without a snack or meal announcement, after which the system delivered insulin that contributed to hypoglycemia. Symptoms included a blood glucose nadir of 50 mg/dl with a low duration of approximately one hour, without loss of consciousness or other acute effects. Outcomes included user self-treatment with carbohydrates and receipt of on-device low and urgent low alerts, with no medical intervention or assistance and no hospitalization. Investigation included a review of meal and snack announcement usage and user education regarding classifying snacks over 15 grams of carbohydrates as meal announcements. Investigation of this case revealed that the low glucose event was associated with a missed meal/snack announcement following a high-carbohydrate dessert, with device performance and alerts functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user management of meal announcements and known product characteristics.